Manufacturer narrative:
Corrections: h10: h6 conclusion codes product event summary: one battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: battery (B)(6). D10: yes, return date: 2018-12-21 h3: yes. Dev rtn to MFR? Yes, h4: mfg date: 2015-02-29. H6: FDA method code(s): 10, 3331. H6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second battery was exchanged.

Manufacturer narrative:
(B)(4). Two batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. The battery, (B)(4), contains lishen hvad battery packs. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller, premature power source switching, etc., was investigated under a CAPA and corrective actios were implemented. The most likely root cause of the reported event can be attributed to momentary disconnections and/or faulty cell pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One battery ((B)(4)) was returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Review of the non-returned battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections. An internal investigation has been opened to investigate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial # (B)(4), catalog # 1650de, exp. Date: 02/29/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was battery power switching.  Power toggle was noted when battery (B)(4) was at full bars.  Log files were attached and showed that battery (B)(4) was causing frequent switching.  Switching behavior of (B)(4) and other batteries were not able to be verified.  Battery (B)(4) was exchanged.  No patient complications have been reported as a result of this event.